Manufacturer narrative:
On 10-oct-2022, mentor received additional information about the event: an updated event date of 10-feb-2012 was reported. The patient race is white. The patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis on (B)(6) 2022. Reason for device explant and/or reoperation: autoimmune disorder, left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses and suffered several unexplained systemic symptoms, including fibromyalgia, hashimoto¿s thyroiditis, and tiredness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that the patient¿s left side has a lot of stiffness and pain and the upper part of the left breast is really hard (capsular contracture, baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.